Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the proximal and distal insulations were damaged and the proximal coil squeezed at 24.3 cm from the connector pin as a result of clavicular crush. The damage to the distal insulation which resulted in shorting of the coils would account for the reported high threshold.

Event description:
It was reported that the lead exhibited high threshold. The lead was removed and replaced.